Event description:
It is reported by the patient that their insulin pump has damage and they cannot read the screen. The patient's blood glucose level is unknown. Trouble shooting was conducted. Device is not being returned but the customer is waiting for their upgrade. No further information available.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.